Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 07/13/2020 additional information: d4, d10, h4 h3 evaluation: a labeled winding former with two re-parked needles/sutures pieces of product code were received for evaluation. The product code is double armed. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Marks were observed on needles by use of surgical instrument and the suture ends were noted with a lineal cut that appears to be by use of a surgical instrument. No functional test could be performed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance breakage suture suggest an improper handling and the reported complaint was by an external cause.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date; and a suture was used. During the procedure, the suture broke from the knot. There were no adverse patient consequences reported. No additional information could be provided.